Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 160 mg/dl (aviva) and 34 mg/dl (emt's meter) caller states that the customer became unresponsive at dinnertime with hypoglycemic symptoms of glazed eyes and shakiness. Caller tested the customer at 160 mg/dl on the aviva meter at that time. Caller called the emt, who tested the customer at 34 mg/dl about 5-10 minutes later. Customer was treated immediately with a "blast of glucose" by the emt. Customer became responsive within 5 minutes. Customer was then treated with an IV of glucose by the emt. Customer felt better within 10 more minutes and tested at 125 mg/dl on the emt meter. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.